Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had migrated out of her fallopian tube and could not be visualized') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("chronic back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and tooth disorder ("dental problems"). The patient was treated with surgery. At the time of the report, the device dislocation, abdominal pain, back pain, discomfort, menorrhagia, abdominal distension, abnormal weight gain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device dislocation, discomfort, menorrhagia and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('retained essure device in the myometrium'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("chronic back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") .and complication of device insertion ("only one implant was placed"). The patient was treated with surgery (supracervical hysterectomy). At the time of the report, the embedded device, abdominal pain, back pain, discomfort, menorrhagia, abdominal distension, abnormal weight gain, tooth disorder and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, complication of device insertion, discomfort, embedded device, menorrhagia and tooth disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: approximately, 2 rings were visualized in the uterus on left side. Quality safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: embedded device event as reported "essure coil had migrated out of her fallopian tube and could not be visualized", was updated to the "retained essure device in the myometrium". Surgery type updated. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated out of her fallopian tube and could not be visualized') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("chronic back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and complication of device insertion ("only one implant was placed."). The patient was treated with surgery. At the time of the report, the embedded device, abdominal pain, back pain, discomfort, menorrhagia, abdominal distension, abnormal weight gain, tooth disorder and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, complication of device insertion, discomfort, embedded device, menorrhagia and tooth disorder to be related to essure. The reporter commented: approximately, 2 rings were visualized in the uterus on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Rcc added. Event: essure coil had migrated out of her fallopian tube and could not be visualized were updated to the retained essure device in the myometrium. New event:only one implant was placed. Were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had migrated out of her fallopian tube and could not be visualized') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("chronic back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and tooth disorder ("dental problems"). The patient was treated with surgery. At the time of the report, the device dislocation, abdominal pain, back pain, discomfort, menorrhagia, abdominal distension, abnormal weight gain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device dislocation, discomfort, menorrhagia and tooth disorder to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 04-jun-2020: device was removed on (B)(6) 2016. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.